Event description:
It was reported that a physician explanted this lead during a subsequent unrelated procedure. It was reported that the lead broke apart during explant, however, was successfully removed. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a fractured cathode coil and lead body damage. This type of damage was determined to be consistent with induced damage.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was not functioning after the patient underwent a coronary artery bypass grafting procedure. Additional information was received that indicated this lead was damaged during the procedure. This lead was later surgically abandoned. No additional adverse patient effects were reported.